Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: under water leak testing disclosed a two leaks in the catheter tubing. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the catheter tubing probably caused by contact with a sharp edged object. The catheter tubing damage may have occurred prior to or during balloon insertion.

Event description:
The iab was entrapped. This was the only info at the time of the initial report. The following info was rpt'd to datascope on 2/18/97; after iabp for 16 hrs, blood appeared in the gas line. There were no complications rpt'd. Event complications: the iab was entrapped - rpt'd 2/5/97; none - rpt'd 2/18/97. Pt current status: unk - rpt'd 2/5, 2/18/97.